Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 3 reports of surgical intervention that occurred three separate times. Please see related records (B)(4).

Event description:
Dexcom was made aware on 01/15/2024, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. Date of event is an approximation. It was reported that the patient experienced a skin reaction with redness and inflammation under the entire patch area which occurred on an unspecified day after the sensor had been inserted into the arm. The patient reported having 3 surgical interventions which occurred three separate times, this is 1 of the 3 reports. It was noted that the patient developed cellulitis and was transported by ambulance. The patient reported having an unspecified surgery and being hospitalized due to her skin reaction. The patient cannot recall any further event details, including any of the medication or treatment details from her hospitalization. It was not noted when the patient was discharged home as the patient declined to provide further information regarding these events. The patient was still in pain from the surgery at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.